Manufacturer narrative:
Additional information was received on march 4, 2026, confirming that the communication error occurred during pod operation and led to hospitalization and subsequent diagnosis of diabetic ketoacidosis. No further information received regarding duration of pod wear.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. Inspection of the patient history buffer (phb) data found that the invalid estimated glucose value (egv) -5 existed for the complete runtime of the pod. This indicated that an unrecoverable error occurred. The user reported pod communication error event can be confirmed. No damages or deficiencies were observed in the pod that would lead to a pod communication error, the cause of the unrecoverable error could not be determined. The pod data showed an 0xb6 alarm occurred, indicating that an automated bolus command was received while the pod was in open loop. The pod data showed no timeouts or drive stalls. No damages or deficiencies were observed in the pod that would yield a hazard alarm or prevent the pod from operating as intended. Overall, no errors or abnormalities were found in the pod that would cause a hazard alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Down/smartphone: phone_control_ios, omnipod 5 software app version: 2.1.0, operating system: 26.2, hardware: iphone16.2, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod experienced a communication error after longer than 48 hours of wear. It was further noted that the pod had been filled with at least 85 units of insulin and emitted the expected double beep after filling. The patient stated that the communication error occurred while they were hospitalized for diabetic ketoacidosis. It is unclear whether the communication error contributed to the hospitalization or if the patient had been admitted prior to the event. Additional information has been requested, and a supplemental report will be submitted if further details become available.